Event description:
The manufacturer received a voluntary medwatch (mw5149222) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges they were diagnosed with cll (chronic lymphocytic leukemia) and reactive airway disease in 2018 which they believe to be from the previous two recalled devices they had used since 2012. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.